Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the black box shows no evidence of intermittent power loss. No damage observed to the battery compartment. The battery cap was not returned with the pump. A new test cap was able to completely tighten to the pump until resistance was met and the yellow o ring was not visible. The test cap was used to execute a 1 unit per hour basal program for a 24 hour duration period; no power interruptions occurred during this time. Removal of the pump cover showed no damage to the power circuit or evidence of moisture on the pcb or internal components. Investigators were unable to confirm or duplicate the complaint during the investigation. Unrelated to this complaint, the audio bolus button was observed to be torn. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button responded appropriately. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.